Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2008 due to erosion. It was reported the patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2013 due to exposure and erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 20/08 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections, recurrence, and dyspareunia. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.